Event description:
It was reported the patient did not charge the ipg as instructed rendering the ipg inoperable. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion.  Based on the information received, the cause of the reported incident is related to user error.

Event description:
Additional information was obtained, revealing that the ipg was replaced via surgical intervention on 07aug2024. Therapy was restored post op.